Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheters had dull needles, and the hub does not connect well to the tubing. The following information was provided by the initial reporter, "material no.: 382534 batch no.: 9031872 and 9021605. It was reported that the needles are dull and the hub does not connect well to the tubing. Per email: hi there, we have been running into "bad" 20 gauge angios. The nurses are reporting that the needles are dull and the hub doesn't connect as well to the IV tubing. Here are two lots from this morning with these issues 9031872 and 9021605 (20 ga x 1.16 in)."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9031872; medical device expiration date: 2022-01-31; device manufacture date: 2019-01-31; medical device lot #: 9021605; medical device expiration date: 2021-12-31; device manufacture date: 2019-01-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheters had dull needles, and the hub does not connect well to the tubing. The following information was provided by the initial reporter, "material no.: 382534, batch no.: 9031872 and 9021605. It was reported that the needles are dull and the hub does not connect well to the tubing. Per email: hi there, we have been running into "bad" 20 gauge angios. The nurses are reporting that the needles are dull and the hub doesn't connect as well to the IV tubing. Here are two lots from this morning with these issues 9031872 and 9021605 (20 ga x 1.16 in)."